Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Engineering investigation: an engineering investigation into the root cause of the event was conducted. The evaluation indicated that there was no device malfunction associated with the event. The lifevest detection algorithm primarily uses heart rate and morphology analysis to identify a treatable arrhythmia. If the rate exceeds the physician prescribed vt or vf threshold, the algorithm then proceeds to a morphology analysis comparing the patient's normal rhythm baseline template obtained during device setup to the current qrs morphology. In this particular event, the periods during which the telemetry identified vt, the lifevest detection algorithm arrhythmia criteria was not met. While the patient's rate of vt exceeded the programmed threshold, the qrs morphology of the arrhythmia matched the patient's baseline ECG recording. The investigation indicates that the detection algorithm operated as designed. Device manufacture date: monitor: 5/24/2016, belt: 1/29/2014.

Event description:
A distributor notified zoll of an allegation that the lifevest failed to detect a tachycardia episode. The event was reported by the patient's health care team. It was reported that the patient was in the hospital and was being monitored by telemetry. The health care team alleged that the patient was in ventricular tachycardia (vt) and that the lifevest did not alarm or treat the patient. On (B)(6) 2019, clinical review of the patient's continuous ECG data was completed. The review concluded that the patient experienced a treatable arrhythmia and the lifevest did not deliver a treatment. The details of the event are below: at 17:42:40 on (B)(6) 2019, the patient was seen in a sinus rhythm at 60 bpm with pac's which abruptly became vt at 170 bpm. The patient was in vt for approximately 22 minutes. At 19:04:41, the patient was seen in vt at 170 bpm. At 19:04:43, the patient's heart rhythm was obscured by CPR/motion artifact and there is no visible cardiac signal. No treatable arrhythmia was observed after 19:04:43. At 19:09:52, the device was powered down. At 20:31:16, the device was restarted. The ECG recording only shows motion artifact, indicating that the ECG electrodes were not properly placed on the patient. There is no visible cardiac signal. At 20:39:37, the device was powered down. At 11:31:59 on (B)(6) 2019 (the next day), the patient was seen in sinus bradycardia at 40 bpm. At 11:37:36, the device was powered down. The patient was last seen in a life-sustaining rhythm on (B)(6) 2019. There was no reported death or serious injury resulting from the event. There was no report of any required medical intervention to prevent death or serious injury.